Manufacturer narrative:
(B)(4). The knife did not advance when the trigger was activated and it was found that the knife was hitting the back of the blue jaw seal plate. The knife edge was damaged when it contacted the seal plate. The knife was still within the jaws, but the webbing was broken and protruding from the hinge area. The webbing may have broken if force was applied to the trigger after the knife contacted the seal plate. A production screening fixture and a deeper knife slot in the jaw were put in place to help mitigate the occurrence of the knife hitting the back of the seal plate. Also noted on the device was damage to the clear insulation. The instructions for use (IFU) states carefully insert and withdraw the instrument from cannulae to avoid possible damage to the devices and/or injury to the patient. Use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Trocar cannulae with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Injury has rarely been reported with these complaints.

Event description:
The customer reported that the clear insulation kept sliding back on itself during the case. A new device was used to complete the procedure and there was no injury to the patient. The device was returned for investigation and visual inspection discovered that the webbing was protruding from the hinge area of the device.